Event description:
It was reported by service report that the bed hi/lo was not working; the bed was stuck in mid-height. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: lift motors lost limits. Conclusion: bed calibrated and returned to service.